Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead would not advance and the stylet could not be advanced into the lead. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the stylet. A fresh 14-58 gray stylet was inserted in the lead and came to an occlusion at 2.7 cm. There is blood occluding the distal conductor lumen at 2.7 cm. If information is provided in the future, a supplemental report will be issued.